Manufacturer narrative:
Failure analysis was performed on site for the da vinci system and similiar instruments as the initial instruments were unavailable. The field service engineer was unable to replicate the event. The account has been advised to record future cases for ongoing eval to determine if cause is due to a malfunction or user error. If add'l info becomes available, a follow up MDR will be submitted.

Event description:
It was reported that during an unk pediatric procedure, a monopolar curved scissors instrument induced a voltage into the maryland bipolar forceps instrument causing inadvertent charring of tissue. The pt's condition is unk. The following medwatch reports was created for the monopolar curved scissors instrument. MFR. Report #2955842-2007-00032.